Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated to the reported event.

Manufacturer narrative:
Stryker evaluated the customers device and verified the reported issue. Stryker replaced the device's user interface pcb to resolve the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted stryker to report that their device displayed a blank screen. This can be indicative of a device lock-up. This issue has the potential to either delay, or prevent, defibrillation from being delivered. There was no report of patient use associated to the reported event.